Event description:
It was reported that the piston on the pump was not moving. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. There was no adverse impact to the customer's blood glucose level.